Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient did not think the ins was working. According to the patient they had a return of symptoms and were not feeling stimulation. Additionally, the patient indicated that things have gotten worse, worse than before implant. The patient reported that they were going to the bathroom so much and thought that they might have a bladder infection. The patient was tested the week prior to the call, but the test came back "undetermined" so the patient was having another test done on the day of the call. During the call when the patient attempted to check the ins they encountered the replace patient programmer (pp) batteries screen. After replacing the pp batteries the issue was resolved and the ins was found to be set to 0.7 on program 3, but turned off. The patient was assisted with turning stimulation on and increasing stimulation to 0.8 where the patient reported feeling stimulation to the side of the belly button when sitting. Stimulation was then lowered to 0.7 and the patient felt stimulation in the target area to the left side. The patient was advised to monitor their symptoms now that stimulation was turned on and follow-up with their healthcare provider (hcp) as necessary. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.